Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button. Device had stripped battery cap coin slot, cracked battery tube threads. The test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were hard to press. The customer¿s blood glucose level was unknown. Customer stated that the battery life diminished. Customer stated that insulin pump had crack on battery cap. The insulin pump will not be returned for analysis.